Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the reservoirs did not function properly. Customer's blood glucose was 304 mg/dl at the time of incident. Troubleshooting was declined by customer. Customer indicated that their doctor looked t the pump and determined that it functioned fine. No further details given.